Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. At the time of surgery the pear connector was broken. The same was with the connector broken which was unable to perform the vacuum and consequently the suction of the material near the drain. Case occurred in april of this year but only now we know about the involved, occurred here in the hospital. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned, d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? What is the account name? Were there any patient consequences? Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 h3 evaluation: complaint sample review : one complaint sample of the bulb with separated connection port (stuck inside the adapter) was received for evaluation, product was inspected visually, below were detailed observations: 1.connection port of the bulb was separated, and there was a cut mark visible on the remaining portion of the bulb port. 2.portion of the port which was stuck inside the adapter, also having visible cut marks. Documents review : not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review : not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. It is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the complaint photo was received, where we have received one image of the defective piece, for which, following the photo analysis was completed. Received picture was checked visually, and concluded that: photo-1 : one bulb sample was kept inside transparent package. Photo-2 : zoomed pic of connection port from taken from photo-1, where connection port of the bulb (red circled) was quite unclear. Based on the photo analysis, defect of the product is inconclusive and further analysis of the received images is not possible. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.